Manufacturer narrative:
H3) a manufacture representative went to the site to inspect the system. The system needed to be re-homed. The representative noted this was likely due to the system being shut down incorrectly, which prompted the system to need to be re-homed. There was no issue re-homing the image acquisition system (ias). After the system was re-homed, there were no issues booting up the system. The system was performing as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in stand alone mode despite being rebooted with umbilical cable connected. The system also notes calibrate motion message. Another imaging system (c-arm) was used to complete the case. Navigation and imaging were aborted. Troubleshooting was performed by disconnecting umbilical cable, shutting down both image acquisition system and mobile viewing station for twenty (20) seconds, reconnected cable and booted on back to back without resolution. System still stated stand alone and calibrate motion. Tried to calibrate motion starting from docked position, but system was unable to move. There was a reported delay of less than one hour and no known impact on patient outcome.